Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The venous adapter was returned for evaluation with the lumen still attached. Visual inspection confirms the complaint as there is a tear in the lumen approximately 6 cm from the proximal end attached to the adapter. Under magnification it appears the lumen was sliced or pierced with a sharp object such as a scalpel or needle. Once the material was compromised with the slice/pierce, the tear in the lumen was then easily propagated. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. We are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter inserted on 07/09 around 3:30pm without any problem during the insertion. Radiological control carried out at 5:30 pm: correct positioning of the catheter. The patient was installed in the dialysis room. No problem for testing the 2 branches of the catheter. Dialysis starts. After 2 minutes, the patient reports pain associated with subcutaneous swelling on the catheter path. The nurse stops dialysis and performs a permeability test with saline. The ensuing skin infiltration reveals a problem on the venous branch. The doctor decides to remove this part of the catheter and finds that the way is pierced about ten centimeters from the connection.